Manufacturer narrative:
Device return: four used d1000 tego connectors were returned. Although requested the involved mating/access devices were not returned. Visual inspection (pre and post decontamination) of the four as-received tego connectors recorded dried blood/large blood clots were seen/noted during decontamination flushing. Component damage (tearing along the seal rim) was observed with one of the tego connectors. Engineering testing and analysis to the applicable product specification was performed. The results recorded the tego connectors passed (activated and unactivated) acceptance criteria. Findings: visual inspection of the as-received tego connectors did identify the presence of blood clots in the fluid path. After flushing / clearing the tego connectors, product and functional testing recorded no leakages, no performance and or out of spec conditions. Although the exact cause(s) of the reported event are unknown it is possible that inadequate flushing may have contributed to the event.

Event description:
Complaint received concerning crrt dialysis (alarm) issues with use of unknown dialysis catheter set-ups and four (4) d1000 tego connectors. The initial information received reports approx. Twelve hours after placement "... Issues with crrt machine including multiple alarms; arterial air and clotted filter. " there were no reported adverse patient consequences. The manufacturer has requested additional event/usage information. As of the date of this report there has been no response.